Manufacturer narrative:
The mechanism is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during testing at the user facility, it was noted that channel 1 of the device door roller pin and pivot bracket were broken. There were no reports of adverse pt events or delays in critical therapies while the device was in clinical use. No additional information was provided.